Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the legal complaint, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, fracture, migration of entire filter to heart, perforation of filter struts into vena cava and organs, tilt, filter embedded in wall of the ivc, requiring emergency open-heart surgery. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages. Requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
Upon review, retrieval difficulty of the filter was removed from the complaint to better reflect the reported event. Please update your file accordingly. Complaint conclusion: as reported thorough the legal department, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, fracture, migration of entire filter to heart, perforation of filter struts into vena cava and organs, tilt, filter embedded in wall of the ivc, requiring emergency open-heart surgery. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without return of the device or procedural films/ pictures for review, the reported filter tilt, fracture, migration and vessel perforation and injury could not be confirmed and the exact cause of the difficulty experienced by the customer could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. The instructions for use also notes that anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter tilt and vessel injuries are known complications associated with the use of ivc filters; however in this case, the exact cause could not be conclusively determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.